Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the v-link luer activated device was observed to be damaged. The reported condition was verified. The cause of the condition is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a v-link luer activated device with antimicrobial coat was found to have the male luer end crooked. The malformed part was observed while attempting to connect the v-link to a needle. There was no patient involvement. Additional information was requested and is not available.